Event description:
The customer reported that the battery pops out of the device automatically.

Manufacturer narrative:
(B)(4): the customer reported that the battery pops out of the device automatically. There was no reported pt involvement. This complaint is still under investigation. A f/u report will be submitted once the investigation is complete.